Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 3mm distal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for treatment. However, during inflation, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for treatment. However, during inflation, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was stable.